Manufacturer narrative:
(B)(4).

Event description:
Customer reported bravo ph capsule failed to attach to the esophagus. A repeat bravo procedure was performed. There was no harm to the patient or user.